Manufacturer narrative:
Failure analysis investigation found that the instrument pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. The broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
The tip-up fenestrated grasper instrument was returned to intuitive surgical, inc. (Isi) without an alleged failure and/or malfunction. However, failure analysis found the instrument to have a broken pitch cable.